Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1). Per op notes, ¿a small hernia sac going through the ring was reduced. A large 3dmax mesh (device 1) was placed into abdomen and placed into defect using sutures.¿ (B)(6) 2007 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿a small hernia was identified and separated from the cord and reduced back into the abdomen. The small perfix plug (device 2) was placed into abdomen and two pieces of mesh were then placed superior and inferior to defect using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot. No., UDI no.), g3, g6, h2, h6, h10. Corrected fields: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.